Event description:
The complaint information provided was as follows: on the second pass, the needle appeared to become disengaged from the handle. The actual needle became detached from the handle and was nearly left in the patient. The sheath was withdrawn through the scope with the needle protruding from the end. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
There were no echo-hd-19-c devices of lot # c870013 in stock at the time of the complaint investigation. The complaint information provided was as follows: on the second pass, the needle appeared to become disengaged from the handle. The actual needle became detached from the handle and was nearly left in the patient. The sheath was withdrawn through the scope with the needle protruding from the end. 1 x echo device of lot c870013 was returned for evaluation. The device was returned in the original packaging and was open on receipt. This echo device was returned broken in two separate parts. The needle and sheath had broken apart from the handle approx. 6cm below sheath extender (with sheath extender set at reference '5'). The needle was noted to be approx. 5cm exposed from the sheath on return. The stylet was returned outside the device and was no damage was noted to stylet on return. No part of the device was confirmed to be missing. On closer examination of the broken part of the needle and sheath, it was noted that the sheath was severely damage for approx. 1cm where it separated. This damage most likely occurred when the needle protruded the sheath after initial breakage. The distal needle tip was examined and confirmed to be intact. The customer complaint was confirmed as the device was returned with the needle broken distal to the sheath extender. The most likely cause of this needle breakage may be attributed to the needle kinking below the sheath extender. This kink may have occurred due to product handling when removing the device from the packaging or due to product handling during the procedure. If the handle of the echo device is not appropriately handles it is possible for the sheath to become kinked due to the weight of the handle. As the needle was advanced/retracted during the procedure it is possible this kink resulted in a breakage. As the conditions of use cannot be replicated during the laboratory evaluation it is possible to definitively state if this is the root cause of this complaint. Prior to distribution, all echo devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the relevant manufacturing records for this echo device did not reveal any discrepancies which could have contributed to the complaint issue. There have been no adverse effects to the patient as a result of this occurrence. The 2 year complaint history has been reviewed and the likelihood of this type of occurrence is low. Complaints of this nature will continue to be monitored for potential emerging trends.